Event description:
Left large piece of cotton in vagina [foreign body in reproductive tract]. Tampon ripped apart [device breakage]. Tampon ripped apart when trying to remove it [complication of device removal]. Consumer reported via e-mail that tampon ripped apart during removal. No serious injury reported.

Event description:
Left large piece of cotton in vagina [foreign body in reproductive tract]. Tampon ripped apart [device breakage]. Tampon ripped apart when trying to remove it [complication of device removal]. Case description: consumer reported via e-mail that tampon ripped apart during removal. No serious injury reported.